Manufacturer narrative:
The customer¿s report of a broken male luer was confirmed. Visual inspection noted that the male luer tip was broken off and lodged into the female end of a received partial set (model unidentified). There were no other damages or issues observed. Dimensional testing was performed and the male luer was within specification. The root cause for this event was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Per medwatch report: IV tube broke while disconnecting patient from primary IV tubing for alaris pumps, leaving end piece stuck inside microclave. The customer reported as they were disconnecting the IV tubing from the patient's clave to prepare for ambulation the distal part of the tubing snapped off, leaving a piece embedded in the microclave.